Event description:
It was reported that the right ventricular (rv) epicardial lead was over-sensing t-waves and has high pacing thresholds. The t-wave over-sensing and high pacing thresholds have not been resolved. The patient will continue to be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968 implantable pacing lead, (B)(6) 2008. (B)(4).